Event description:
Went to (B)(6) hospital for outpatient bilateral breast excision surgery. Surgeon used self-adhesive surgical drapes. I had a severe adverse reaction to the adhesive used on these drapes. Within hours of discharge from the hospital. Painful raised red welts erupted on my skin everywhere the adhesive touched. Symptoms worsened over the ensuing weeks. My surgeon provided the information about the utility drape product.